Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer went to the emergency room (ER) and was admitted to the hospital with a blood glucose (bg) level of 720 mg/dl. In an attempt to treat the bg prior to the ER, the customer delivered a correction bolus. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.